Event description:
In 2009, the pt's wife reported that at 4:30 pm today the pt had an elevated blood glucose reading of 320 mg/dl which he corrected by bolusing 7 units of insulin. She stated the elevated reading was a result of the pt having "air in the line of his infusion set." The pt's wife was then assisted with successfully changing the insulin cartridge and priming out all air bubbles. The alleged infusion set was discarded. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.